Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The reported symptom was observed during power up and caused by a failed motor flex. The motor assembly was replaced.

Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed system error 105. There was no pt involvement.